Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire "popped up" from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported "material twisted/bent; wire" failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 08/03/2020. An investigation was conducted on 08/05/2020. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the jaws. Blood was also observed on the harvesting handle. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw to the tip of the hot jaw with detachment at the tip. The clear silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 wire "popped up"from the jaw. A replacement device wasused to complete the procedure. The hospital did not report any patient effects.